Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician stated there is a significant infection rate when glue was used to close the wound following implant of an implantable loop recorder (ilr). The physician began to use sutures along with antibiotics and infections have no longer occurred. It was also noted that in one patient the ilr migrated out of the wound. No further patient complications have been reported as a result of this event.